Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high" on glucose monitor. Reportedly, customer consumed more carbohydrates then intended and did not bolus enough to cover the carbs. Bg was addressed by correction bolus via pump. The customer was instructed to consult with healthcare provider regarding bg level.